Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the device¿s balloon did not inflate. It was very difficult to inflate. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.